Manufacturer narrative:
Updated h10: related report numbers.

Manufacturer narrative:
According to the facility on (B)(6) 2024, during pre-surgical insertion of an arterial line, when placing an arterial line in patient, the wire got stuck in the catheter and when pulled out of the patient, the wire came unwound. There was no harm to patient. The device was removed and they obtained a new arterial line for reinsertion. The procedure was completed on the opposite arm and the procedure was completed. The vfacility stated there was no serious injury or medical follow-up. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024, during pre-surgical insertion of an arterial line, when placing an arterial line in patient, the wire got stuck in the catheter and when pulled out of the patient, the wire came unwound. There was no harm to patient.